Manufacturer narrative:
B5: upon follow up it was reported the peritonitis was manifested by cloudy effluent. The reporter stated the recalled minicaps might have caused the peritonitis. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) cefazolin (1.5 gram, daily for 20 days), ip ceftazidime (1.5 gram, daily for 20 days) and oral nystatin (50,000 iu, four times a day for 27 days). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. At the time of this report, the patient was recovering from the event. The cause, hospitalization, treatment and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.